Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir not occluded and it does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2017 due to an insulin pump malfunction. The reservoir mechanical portion of the insulin pump failed and it pumped 263 units of insulin into his body. The customer was transported by ambulance twice that day. His school nurse called the ambulance and was transported to the nearest hospital but had to care flight him to a children's hospital. Customer's blood glucose level dropped to around 20 mg/dl. Customer's blood glucose level was treated with 400 carbohydrates. Customer's current blood glucose level was 104 mg/dl. The reservoir was showing less insulin than what appeared on the status screen. The insulin pump's keypad was unresponsive. The customer was unable to select the reservoir/tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.